Event description:
The user facility reported that the device overheated during a procedure. The procedure was completed successfully without a surgical delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Additional manufacturer narrative: follow-up report submitted to document device evaluation results corrected data: d9 was originally reported as OEM. Updated to outside us service facility.

Event description:
No new information.